Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer may have over filled the cartridge. Customer¿s blood glucose was approximately 200 mg/dl. Reportedly, a new cartridge was filled and loaded successfully.